Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had the caregiver (cg) recycle power. The alarm cleared and explained alarms. The cg would discard supplies and finish with new supplies. The cg would contact nephrologists regarding the hp being connected when the air detect alarm occurred. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted registered nurse on (B)(6) 2011 regarding the system error 2240 alarm. The rn reported that the issue was resolved by the caregiver starting over with new supplies. The rn stated that the heater bag had come off the line and fell. The rn does not know why the bag came off the line. Per the rn, the home patient (hp) did not have any injury or harm as a result of this incident. The rn stated that the hp was doing fine and continuing therapy without issues. The rn stated that the caregiver had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.